Event description:
It was reported that a patient experienced an electrical shocking sensation during use of an aseptico 30k electric motor; there is no indication that injury resulted.

Manufacturer narrative:
The motor in question may have caused the sensation, or it may have been the result of handpiece vibration or other factors. Though there was no report of injury, because device evaluation results are not available as of this report, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers, furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. Therefore, this event is reportable per 21 crf 803.